Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the enclosure cover was broken, drain cap and water tank cap were missing and a rubber foot was missing. Functional testing found the display was defective, some light-emitting diodes (leds) were not working and the buzzer was defective. After a couple of seconds on a paper was noticed that the tank cover was also leaking. The printed circuit board (pcb), tank cover and enclosure cover were replaced. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
UDI is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is a broken down warmer; pierced tank. No clinical consequence observed.